Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for one sample. (Customer provided normal reference range: female </= 14 ng/l, male </= 35 ng/l)(B)(6)2023 sid (B)(6)((B)(6)) initial result was 35 ng/l, repeat result was <3 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The alinity I processing module logs were reviewed, and service recommended the alinity pipettor probes be replaced and calibrated. Service replaced the parts and the parts replacement resolved the issue however, sample integrity could not be ruled out as a possible likely cause due to possible sample centrifugation issues. The alinity pipettor probe was determined to be the likely cause of the issue. Review of all the information provided by the customer was reviewed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends alinity pipettor probes. Review of the alinity I/architect ia product monitoring review scorecard found no trends with regards to the current issue. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module processing module for serial number (B)(6)was identified.all available patient information was included. Additional patient details are not available.corrected data in section b3 date of the event

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for one sample. (Customer provided normal reference range: female </= 14 ng/l, male </= 35 ng/l) (B)(6)2023 sid (B)(6)((B)(6)) initial result was 35 ng/l, repeat result was <3 ng/l no impact to patient management was reported.